Event description:
On (B)(6) 2009, monarc subfascial hammock was implanted with the intention of treating her stress urinary incontinence (sui). Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant," plaintiff had, "suffered serious bodily injuries, including but not limited to extreme pain, urinary issues, infection and other injuries," and "erosion." It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and that she "has experienced significant mental and physical pain and suffering, and she has sustained permanent injuries," "disability," and "aggravation of a preexisting condition."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.